Event description:
At time of operation a subannular abscess was noted and later found to be positive for staphylococcus epidermidis. Patient was treated with vancomycin. At 12 weeks post-op patient presented with endopthalmitis, and trans-esophageal echocardiogram revealed a mass above the valve in aorta believed to be small pseudoaneurysm. Patient was put back on antibiotics. On 09/28/97 patient readmitted with global amnesia suspected to be secondary to embolization. Pseudoaneurysm again noted and patient taken to operating room for re-operation. Upon instituting bypass, patient exsanguinated on the pump (09/29/97). Pseudoaneurysm was found to be a vegetation and later cultured positive for aspergillus. The vegetation was found at the distal suture line and was growing in the lumen of the homograft.